Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient reported feeling that "things were off" prior to admission on (B)(6) 2025. According to the patient's spouse, symptoms began approximately two weeks before hospitalization and were characterized by slurred speech and word-finding difficulties, indicative of impaired speech. The exact onset date was not provided. These symptoms reportedly worsened during hospitalization. On (B)(6) 2025, the patient was admitted for an intracranial hemorrhage measuring approximately 18 mm, located near the right depth lead implantation site. Review of ecog data indicated an increase in long-episode activity between (B)(6) and (B)(6), which the healthcare provider suspects may be associated with the hemorrhage. No medical intervention was performed during hospitalization. An MRI appears to have been conducted on (B)(6) 2025, based on available patient data; however, results were not provided. The patient demonstrated clinical improvement on the final day of hospitalization and was discharged on (B)(6) 2025. The etiology of the hemorrhage remains undetermined. (B)(6) 2025 during a follow up the patient showed substantial improvement to almost resolute improvement. The patient continues to report headaches. All other associated symptoms have resolved.